Manufacturer narrative:
The technician found the right head brake caster is the cause of the issue. The technician replaced the right head end brake caster and adjusted all brake casters to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported the brakes are not holding. The stretcher was located in e-2 at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).